Event description:
It was reported that when using the pyxis medstation es system,experienced drawer failure. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the customer had resolved the issue. The device functioned as intended after the customer troubleshooted the device.